Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became ex trinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a replacement rv lead was successfully placed during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead helix would not retract back into the lead. This rv lead was not implanted. No patient complications have been reported as a result of this event.